Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was coil resistance encountered, as the coil was not advancing forward from the placed microcatheter. It was clarified that the resistance was observed within the two concerto pv-20-50-helix coils. During preparation, the microcatheter was already positioned at the lesion, and the coils were pulled back while the microcatheter remained in place. It was not indicated whether the introducer sheath was held vertically during hydration when the implant coil was retracted.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the coil resistance and damage could not be determined. The coil experienced separation, but was not separated into two or more pieces. The event was classified as separation rather than breakage or premature detachment. The coil did not come out of the introducer sheath smoothly, as it was not moving forward from somewhere in the middle of the microcatheter. No specific issues were identified that resulted in the observed damage.

Manufacturer narrative:
Continuation of d10: product ID pv-20-50-helix (d036397). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two concerto coils encountered resistance in the progreat microcatheter and were damaged. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the pulmonary artery with a max diameter of 13 mm and a 6 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the physician initiated the concerto 20x50 deployment through the microcatheter with continuous flushing, but the concerto coil was not moving forward through the microcatheter, the doctor pulled the coil back and initiated concerto coil 18x40 deployment which was done successfully. The physician took the first attempted concerto 20x50 deployment which got stuck again in microcatheter and the coil was damaged. Then the physician took another concerto 20x50 coil for deployment which was again stuck in same microcatheter, thus, withdrawal of coil again. Case was completed with other manufacturers coils. It was reported the coils were stuck in the middle of the microcatheter. The catheter was not damaged. The coils were damaged. It was reported coil separation/break/premature detachment occurred. The implant coil was removed from the microcatheter. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was friction or difficulty during delivery. The physician repositioned the coil two times. There was not attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. The continuous flush was administered during the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a progreat microcatheter 2.7 fr.